Event description:
It was reported that during inspection by a stryker (B)(4) field technician, the remb micro drill - european was overheating. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences. It was also reported that during functional testing by a u.s. Manufacturer service technician, the remb micro drill - european caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during inspection by a stryker france field technician the remb micro drill - european was overheating. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences. It was also reported that during functional testing by a u.s. Manufacturer service technician the remb micro drill - european caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of bias current error was duplicated, however, the reported event of heat was not duplicated. Upon disassembly, the technician found a corroded motor assembly.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.